Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint database revealed no other similar incidents reported for detachment of device from this lot. Based on the reviewed information, no product deficiency was identified

Event description:
It was reported that during removal of the protective sheath from a 3.0 x 23 mm xience xpedition stent delivery system, the distal shaft separated. It is unknown if there was difficulty removing the protective sheath. The device was not used. Another stent delivery system was successfully used. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.